Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a pulmonary ablation interventional procedure . Reportedly, there was difficulty advancing the device. In addition, there was no bleed back from the marker lumen. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information will be provided.